Manufacturer narrative:
Follow-up #1 date of submission 04/03/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. There were no insulin delivery interruptions or pump malfunctions observed in the black box. A review of the pump settings confirmed the iob was set to 305 hours. A rewind, load, and prime sequence was performed with no issues. A 10 unit audio bolus and a normal 10 unit bolus were successfully programmed and delivered and both were accurately recorded in the pump history. The pump showed the correct iob after all investigation steps. The complaint could not be confirmed or duplicated on investigation.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (insulin on board calculation) issue. The reporter indicatred that the iob is clearing when the patient rewinds and primes the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.